Event description:
The guidant radiation therapy specialist reported that the site had to interrupt the treatment due to the patient being unable to tolerate the catheter. The site physicist reported that the radiation treatment was not completed, and that a stent was placed instead. The reported dose received by the patient was 1476cgy.